Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the lens was in two pieces. The optic had been cut or torn in half. Both haptics had been torn off and missing. Although received damaged, there was a visible mark on the optic. Due to the extremely damaged condition of the returned iol, the source of the mark could not be conclusively determined. Based on the available information, a definitive root cause cannot be determined and assessment remains the same.

Manufacturer narrative:
Although requested, the device was not return for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The findings reported in our previous submission remain unchanged.

Event description:
Further information indicates that the patient experienced blurred vision and post-operative myopia subsequent to the implant surgery, despite a visual acuity of 20/20. The patient noticed a decrease in their vision. The iol optic was not clear and free of debris and deposits, as the physician noticed a surface anterior central mark on the lens with paracentral opacity. The patient had one yag three months post-implant and one yag four months post-implant with no symptom resolution. A vitrectomy was performed during the explant surgery thirteen months postoperatively. The physician was unable to indicate a likely cause for the event. The patient¿s current prognosis and outcome is good.

Manufacturer narrative:
Though requested, the lens was not returned for evaluation. There have been no other events reported for the product lot. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a definitive root cause cannot be determined. No corrective action is necessary at this time.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s eye approximately thirteen months post-implant due to a mark on the iol. The lens was explanted and replaced with a different model lens. The incision was enlarged and 10-0 nylon suture was used. No other patient impact was reported. Though requested, no additional information has been received.